Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages/adjust belt messages/check te pad messages) has been confirmed. Upon investigation the cable connecting ECG a to the rear front electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving gong alarms and "add gel messages" in the absence of a pior gel release.